Event description:
One day post treatment in multiple sites including the nasolabial folds and marionette lines with juvederm ultra plus the patient presented with cellulitis at all treatment sites. The physician initially described the symptoms as pain at the left forehead, redness, pustules, patchy areas, necrosis now diagnosed as cellulitis an inflammatory response. The patient was prescribed an oral treatment by another physician. Allergan has requested further information.